Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax), d4 (primary UDI number) and e4 (reporter also sent report to FDA?). Corrected information has been provided in b5 (event description) to accurately reflect no patient harm. Additional information has been provided in d9 and h6.

Event description:
There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported peak signal-to-noise ratio (psnr) during the case. No further information was provided.